Manufacturer narrative:
Terumo has received the actual device for evaluation; however, the investigation has yet to be completed. Terumo plans on submitting a follow-up report when the investigation is complete and more information becomes available. (B)(4).

Event description:
Due to previously reported complaints to terumo cardiovascular system corporation involving reported flow issues with the same device, the user facility chose to return this device at their own discretion. The device was not used during a procedure so there was no patient involvement. The other event was reported on MFR report: #1124841-2015-00091.